Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, neuromuscular , dyspareunia problems and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2007. It was reported that patient underwent vaginal excision on (B)(6) 2007 due to pain. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2008 by dr. (B)(6). No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced difficulty emptying the bladder, urinary frequency, burning, incontinence, and inflammation.

Manufacturer narrative:
Date sent to the FDA: 06/29/2017